Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seal failed to load properly as the seals were bent. A third heartstring device was used and failed to deploy as it remained inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR reports # 2242352-2013-00481 and 2242352-2013-01322 for the related reports.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. Visual inspection determined that the loading device was not returned. The tension spring assembly and the anchor tab were inside the delivery device. The seal was outside the delivery device but it was anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the received condition of the device; the reported complaint was confirmed for premature deployment rather than failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).